Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis was performed on the returned device. The reported difficult to remove, material separation, hospitalization, vascular dissection, and unexpected medical intervention were not confirmed due to the operational context of the issues. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficult to remove, material separation, hospitalization, vascular dissection, and unexpected medical intervention appears to be related to circumstances of the procedure. The returned guide wire is cut with 178cm returned, engaged in the oad. The distal section was not returned for analysis. The guide wire was removed distally from the driveshaft with resistance due to shipping damage. There was no other damage observed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: b5, b7, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10, and h11 h10: oad MDR report number.

Event description:
It was reported that a non-abbott guidewire was used to wire the left anterior descending (lad) artery. A teleport catheter was inserted to exchange for a viperwire coronary guidewire and a diamondback coronary orbital atherectomy device (oad) was advanced to the lesion. The tip of the shaft was advanced just before the lesion. Three treatments were performed on low speed were performed to treat the lesion. During removal of the oad, glide assist was activated and the device got stuck in the mid-shaft of the left main (lm). A ¿revving sound¿ was noted as the glide assist was failing and several attempts were made to re-engage glide assist but it could not stay on. The conventional removal method failed as the oad and guidewire could not move. The shaft and the guidewire were cut so that a guideliner could be advanced in an attempt to wrap the crown and remove the device. The crown and shaft were successfully removed but the tip of the viperwire guidewire dislodged and remained in the lad resulting in a dissection. Attempts were made to inflate a balloon and trap the tip with the help of a guidewire but was unsuccessful. A balloon was used the dissected lad was stented trapping the guidewire tip between the stent and the wall. A treatment with a non-abbott device of the lm was performed and a stent was placed there as well. This activity resulted in some erratic and unstable hemodynamic pressures. It was determined that a balloon pump would be inserted and the patient was intubated. Over the weekend the balloon pump was removed but the patient remained intubated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The oad referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported that a non-abbott guidewire was used to wire the left anterior descending (lad) artery. A teleport catheter was inserted to exchange for a viperwire coronary guidewire and a diamondback coronary orbital atherectomy device (oad) was advanced to the lesion. The tip of the shaft was advanced just before the lesion. Three treatments were performed on low speed were performed to treat the lesion. During removal of the oad, glide assist was activated and the device got stuck in the mid-shaft of the left main (lm). A ¿revving sound¿ was noted as the glide assist was failing and several attempts were made to re-engage glide assist but it could not stay on. The conventional removal method failed as the oad and guidewire could not move. The shaft and the guidewire were cut so that a guideliner could be advanced in an attempt to wrap the crown and remove the device. The crown and shaft were successfully removed but the tip of the viperwire guidewire dislodged and remained in the lad resulting in a dissection. Attempts were made to inflate a balloon and trap the tip with the help of a guidewire but was unsuccessful. A balloon was used the dissected lad was stented trapping the guidewire tip between the stent and the wall. A treatment with a non-abbott device of the lm was performed and a stent was placed there as well. This activity resulted in some erratic and unstable hemodynamic pressures. It was determined that a balloon pump would be inserted and the patient was intubated. Over the weekend the balloon pump was removed but the patient remained intubated.